Event description:
Olympus (omsc) was informed that the customer camera head was returned to olympus service/repair for a broken wire. The customer further reported there is ¿image noise/blackout¿. The reported problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The subject device was returned to olympus. The evaluation did not confirm the customer¿s reported issue. The evaluation did identify the following defects: corrosion on the electrical contacts of the connector. The connector housing is cracked. The cable unit has buckling/twisting and burnt. The free/lock lever is damaged. The main body lens is damaged. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Additional information was received from the customer stating that the event was found during ¿pre-use inspection¿.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device manufacture date was not identified. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, the defects were confirmed, however, the factors that caused the image noise and the blackout cannot be conclusively determined. Olympus will continue to monitor field performance for this device.